Event description:
As reported by an affiliate, during a procedure, the hub detached from an avanti plus sheath as physician attempted to remove it from patient's femoral vein, there was no excessive force used to withdraw the sheath prior to separation. Distal portion of the sheath was removed via 16f sheath with a snare. The procedure was abandoned. The vessel characteristic at the insertion site was described as normal. It was noted that there was no difficulty inserting the sheath into the patient and no excessive torque was used during insertion. There is no indication that the area of separation had occurred prior to attempting to remove the sheath. It was reported that the separation occurred approximately 1cm from the hub. Two 8f sheaths were used during the procedure, a specific lot number corresponding to the product device malfunction is not available. The procedure will be scheduled in the near future.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a procedure, the hub detached from an avanti plus sheath as physician attempted to remove it from the patient. The separation occurred approximately 1cm from the hub. There was no excessive force used to withdraw the sheath prior to separation. The distal portion of the sheath was removed via 16f sheath with a snare. The procedure was abandoned and re-scheduled. The vessel characteristics at the insertion site were described as normal. It was noted that there was no difficulty inserting the sheath into the patient and no excessive torque was used during insertion. Additional information indicated that two 8f avanti plus sheaths were used during the procedure, one on each groin. There was no product difficulty reported with the second sheath. The reported also indicated that there were no sharp objects used during the withdrawal of the sheath. Only a wire was used through the affected sheath. The procedure was re-scheduled in the near future. There were no adverse events due to failed procedure. It was reported that no other concomitant devices were involved in the event. Two non-sterile 8fr sheath introducers were received inside a plastic bag. One of the sheath introducers was received in two pieces. The cannula was broken at 4cm from proximal end. Part of the broken point looks elongated and part looks like a sharp object cut the cannula. Additionally eight sterile csi were received inside it sterile tray. No visual anomalies were found on the sterile units. The inner and outer diameter of the cannula were measured and were found within specification. Review of lots 15705904 and 15701237 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported 'catheter sheath introducer - separated in patient' failure was confirmed during evaluation. However the cause of the failure could not be determined as the product presented stretched/elongated (as if force was used to the point of separation) and cut (as if a sharp object created a clean cut edge at). Controls are in place to prevent this type of failure from leaving the facility. All other returned devices presented no damages. Based on the information available for review and the product analysis results, it is not possible to determine a root cause of the failure. However, there is no indication to suggest that the failure is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Two avanti sheaths were used during the same procedure with lot numbers 15705904 and 15701237, however, the hospital is not able to confirm which lot number corresponds to the product malfunction. A device history review will be performed on bit lot numbers. Additional information will be submitted within 30 days of receipt.